Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The insulin pump was received with cracked case at display window corners and display window. The insulin pump was received with minor scratched display window.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the up arrow button was stuck and all the buttons became unresponsive when the button error alarm occurred. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.